Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "pacer fault 115" message. Complainant indicated that while the clinician was administering CPR to the patient, the clinician received an electrical shock. Complainant did not indicate that there was any adverse effect to the patient and clinician due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "user received electrical shock" was not replicated or confirmed. Additional information obtained from the customer indicated that the patient had an internal cardia defibrillator device installed and when they performed CPR too fast, they would get a shock from the implanted aicd device and not from the external defibrillator. The device logs from the device support that the device did not deliver pace or defibrillation therapy during the event. The reported malfunction of "pacer fault 115" message was attributed to a faulty integrated circuit on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.